Event description:
The customer called to report that he felt the insulin pump was over delivering when using the bolus wizard. The customer also reported getting repeated no delivery alarms. Advised the customer that the insulin pump would be placed due to the delivery anomaly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.